Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-13- user did not press buttons hard enough to engage test strip (B)(4). Note: manufacturer contacted customer on 1/18/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer sought medical attention on (B)(6) 2018 with blood glucose reading over 400 mg/dl (non-fasting). She was diagnosed with hyperglycemia and she received some medication to bring her blood sugar level down. Customer was discharged the same day. She is no longer experiencing symptoms.

Event description:
Consumer reported complaint for defective buttons accompanied by symptoms. Spouse is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling tired and having a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms at time of call. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 04/26/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states that she is feeling tired and have a headache and think her glucose is high. Customer only feel this way when her glucose is high. Customer states that she had the meter for about a year and this is the first time trying to use the meter. Customer states that the meter will not turn on when she pushes the button. I had customer remove the battery then but the battery back in the meter and the meter just continues to flash the 888. Customer does not need to seek any medical attention at this time.